Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer reported sporadic low blood glucose (bg) levels since starting on antibiotics on (B)(6) 2017 to treat a urinary infection. Reportedly, the contact was unable to provide exact bg value, but reported the lowest value was 10 mg/dl. The customer consumed juice to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management. The contact acknowledged the advice.